Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient lost lot of weight and lost stimulation. As a result, surgical intervention was undertaken (B)(6) 2018) wherein the ipg pocket site relocated ventrally. Simulation was restored and issue was resolved.